Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, add'l event, product, or pt details are not attainable. The events of skin discoloration, allergic reaction, infection and "lumpiness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported after injection in this "nasal folds, side of the mouth, and chin" with an unspecified type of juvederm ultra they developed lumpiness and "a tinge of colour" at one "nasal fold". Recently, pt noticed more lumpiness and discoloration at the injection sites. Upon assessment, the healthcare professional believed the pt may have developed a "reaction" or an infection and prescribed "high grade antibiotics". After one week on the antibiotics without improvement in symptoms, the healthcare professional "is now thinking it may be an allergic reaction and is getting further advice".